Event description:
It was reported that a red fluid was coming out of the handpiece while the equipment was being cleaned. It is unknown where it leaked from, the device was possibly immersed. There was no patient involvement. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the manufacturer for service and evaluation. Based on the investigation details, the reported complaint was duplicated, and a sample was collected from the device. The device will be cleaned and re-lubricated, and worn components replaced in the service process as preventative maintenance. The risk associated with this failure has been addressed. A potential cause to have created an event such as this may be contributed to cleaning and sterilization practices at the account. Any trends for this failure mode that require corrective action will be identified through complaint/MDR trending.